Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ syringe bulk sterile pharmacy convenience tray was found before use cracked and with foreign matter inside the container tray. There was no report of injury or medical intervention needed.

Manufacturer narrative:
Investigation results: two open 5ml trays and 37 loose 5ml syringes were received by bd canaan and reported to be from batch # 7030793 (p/n 309703). The samples were visually evaluated. A piece of dark fiber foreign matter (fm) was confirmed taped inside the bottom of one of the trays. The fm did not appear to be hair, but synthetic in nature. The fm was larger than level 3 in size, which is a rejectable condition. The second tray was found to have a crack in its divider wall. Conclusion: both of the issues referenced in this complaint are known issues. Quality has previously reviewed, evaluated and investigated these failure modes. CAPA #(B)(4) and # (B)(4) have been opened to investigate these issues.